Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. 28mm dia cocr mod hd -3mm nk, catalog number - 163661, lot number - 215190, expiration date - mar 31, 2012, date implanted - (B)(6) 2002, manufacture date ¿ mar 22, 2002. Or the part/lot information could be: 28mm dia cocr mod hd -6mm nk, catalog number - 163660, lot number - 946340, expiration date - aug 31, 2012, date implanted - (B)(6) 2002, manufacture date ¿ aug 26, 2002.

Event description:
It was reported that patient underwent an unknown hip procedure on (B)(6) 2002 and an unknown hip procedure on (B)(6) 2002. Subsequently, a revision procedure has been indicated due to unknown reasons; however, no revision procedure has been reported at this time. No further information has been provided.